Event description:
A healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer took a long road trip and was now having increased warmth, tenderness, and pain in the pocket site. A complete blood count (cbc) was taken which was negative so another one was taken on (B)(6) 2016. It was unknown if the issue was currently resolved but the rep. Was planning on seeing the consumer on (B)(6) 2016 at 12:00. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturers representative (rep) reported the tenderness the consumer experienced was reproducible in the office. The cause of the warmth in the pocket site was determined to be due to the device being placed over a nerve and popped a suture; it wasnt an infection with the most recent cbc test being negative. The consumer was scheduled for a pocket revision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.